Manufacturer narrative:
Physio-control further evaluated the customer's device and duplicated the reported issue by uninstalling and reinstalling one of the batteries. Physio replaced the battery contact assembly and battery pins. The device then passed functional and performance testing and was returned to the customer. However, the battery contact assembly was further evaluated and the root cause was not able to be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on, while the device was printing and running nibp. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on, while the device was printing and running nibp. There was no patient use associated with the reported event.